Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported fails fraction of inspired oxygen (fio2) test blender stuck at 50% output regardless of the settings. The customer did not provide patient information. At this time, it is unknown whether there is patient involvement.